Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited over sensing which led to pacing inhibition. The lead was capped and replaced. The patient was fine after the procedure.